Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Lens vial and case returned unopened. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
Customer returned a 12.1mm vticm5_12.1 -11.00/1.0/126 (sphere/cylinder/axis), implantable collamer lens with no information, open box. No further information has been provided. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.